Event description:
It was reported that stent dislodgement occurred. The patient underwent percutaneous coronary intervention. A 3.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, the stent got dislodged inside the patient. The procedure was completed with another of same device. The patient condition was stable post procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent dislodgement occurred. The patient underwent percutaneous coronary intervention. A 3.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, the stent got dislodged inside the patient. The procedure was completed with another of same device. The patient condition was stable post procedure. It was further reported that no stent dislodgement occurred. The vessel was very tortuous, which made it difficult to deliver the stent catheter and caused the device to be kinked.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.